Event description:
It was reported that this patient with a 27mm valve, with unknown implant duration, underwent a valve-in-valve procedure due to mitral regurgitation and stenosis. The tmvr was performed with a 9600tfx 29mm valve. Tee revealed no significant leak. Patient had a gradient of 5mmhg. The patient was discharged on pod #16.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section b5.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was unable to be reviewed as the device serial number is unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 27mm valve, with unknown implant duration, underwent a valve-in-valve procedure due to stenosis and regurgitation. The tmvr was performed with a 29mm transcatheter valve. There was no pvl afterwards with a gradient of 5 mmhg.